Manufacturer narrative:
Heartsine evaluated the customer's device and verified the event was logged in the device's memory; however, the reported issue could not be duplicated in testing. This fault was attributed to a faulty membrane. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device was switching on automatically. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
Device switching on automatically.